Event description:
It was reported that the device was at elective replacement indicator (eri) and approximately 19 months ago the device battery longevity was estimated to be 2.5 years and the most recent check revealed the device was at longevity from implant. It was also reported that the right ventricular (rv) lead had low pacing impedance. Additionally, there was a lead warning due to the atrial lead having chronic insulation damage, but had normal functioning in the unipolar configuration. The device was explanted and replaced. The rv lead was capped and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2008. (B)(4).